Manufacturer narrative:
The actual device isn't available for investigation. Failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the mini implant failed to osseointegrate. No serious injury was reported to the patient.